Event description:
A hospital in (B)(4) reported via our distributor that the expiratory limb of an rt226 infant low flow breathing circuit was leaking. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that the expiratory limb of an rt226 infant low flow breathing circuit was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected, pressure tested and submerged in a water bath to check for leaks. Results: the infant breathing circuit failed the pressure test. Upon submersion in a water bath, leak was detected around the swivel y-piece. A strong formation of bubbles was noticed around the swivel. A lot check could not be performed as no lot number was provided. Conclusion: the leak was caused by insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. As part of our ongoing product improvement initiatives a change was made to the design of the infant swivel in (B)(4) 2010. The complaint breathing circuit was manufactured before this change. (B)(4).